Event description:
Philips received a complaint by the hospital mechanical engineer, that during the night, a nurse confirmed that the unit was ventilating but the respiratory rate and vt were not being displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device, and it was observed that the settings at the time of the event were continuous positive airway pressure (CPAP) 8hpa, c-flex3, o2 60% and that there was no issue with the mask fitting. The leak was around 80 lpm. Although the waveform changed according to the patient's spontaneous respiration, the respiratory rate indicated either 0 or "***", and the vt did 60ml or "***" as well. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and performed a functional test for verification, and no abnormality was confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.